Event description:
It was reported that blood leakage was observed in the balloon inflation syringe during use in the ICU. Customer removed the catheter and found that the balloon was not ruptured but it was filled with blood. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Blood was evident at inflation gate valve and underneath the balloon. A cut was found near 30cm mark on catheter body. The cut, about 0.14" long, occurred across the catheter body axis. The cut entered the inflation and pa distal lumens. A CAPA is in process for slit in catheter body.